Event description:
It was reported that during a realize band procedure, there was an issue with the locking connector locking onto the injection port. A new locking connector was used and the case was completed without any patient consequence.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.